Event description:
Home patient (hp) reported a leak in the patient line extension during automated peritoneal dialysis treatment (tx). Hp discontinued treatment and completed a manual exchange. Hp stated connection to the homechoice cassette was secure at treatment setup and nothing unusual was noted with the extension set. Per hp, no pt injury and no medical intervention was necessary as a result of this event. On 08/22/00, healthcare professional (hcp) reported hp was in the clinic on 8/21/00 and reported the "disconnect" event. Hcp did not administer any medical intervetnion due to effluent being clear. Hcp stated hp has arthritis and has a difficult time with treatment. Hcp states that there was no pt injury and no medical intervention necessary as a result of this event.